Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4).

Event description:
According to the customer: it was reported that the egb 40 had no oxygen flow. The customer reported during perfusion, they observed the blood color and determined it was not getting sufficient oxygenation, they note the color to be more black than red. Additional information: it was reported that a patient was involved. No further information about the patient outcome. (B)(4).

Manufacturer narrative:
Maquet medical systems, USA (importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary(B)(4). Rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- maquet medical systems USA (B)(4). Contact person- (B)(6). After reviewing, we found that this does not pose a risk to the patient. Since the device is not directly connected to the patient. There is no similar device currently on the market in the USA. Furthermore, the egb 40 is generally not a reportable product. This case has been falsely reported.

Event description:
Ref.(B)(4). Customer ref (B)(4).